Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. If the error was to occur and not be detected it could result in serious injury or serious adverse health consequences. If the creatinine clearance is calculated using a creatinine value past valid age, the wrong dose of the auc drug could be ordered. For example, if the original creatinine was 1mol/l and resulted in a creatinine clearance of 53.55 ml/min (j), the resulting carboplatin dose at 5 auc is 390 mg. If the creatinine value is 2 mol/l and resulted in a creatinine clearance of 28.2 ml/min (j), the carboplatin dose at 5 auc is 260 mg. A dose difference of that magnitude could result in serious injury. It is unlikely that the problem will occur in clinical use. When adjustments are made to any chemotherapy dose, particular attention is paid to make sure the dose is correctly adjusted. Multiple checks would be made by the physician, the pharmacist, and finally by the infusion nurse before any drug is administered. In this case it is very likely the old date of the creatinine would be detected.

Event description:
Customer reported that during testing environment it was found that creatinine clearance calculated with creatinine value past valid age. Based on the available information there has been no actual mistreatment.

Manufacturer narrative:
Manufacturer details updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. Root cause: software code logic. This fix utilizes an existing variable named "valid age" which is populated when the latest creatinine clearance value is attempted to be obtained. It will populate it with the valid age value of the creatinine clearance that was set up by the user in observation definitions. The fix checks if the patient has a creatinine clearance value and if there is, it makes sure it's not expired before returning a creatinine clearance value to be used by the dose calculation. This is working correctly. Where it fails to work correctly is in the case where the patient does not have a creatinine clearance value. The logic then proceeds to check if the patient has a creatinine value that it can use to calculate a creatinine clearance. It obtains the correct creatinine value but is not obtaining the valid age set for the creatinine. Instead it is utilizing the "valid age" variable set previously when the creatinine clearance attempted to be obtained. Since in this case, the patient didn't have a creatinine clearance value, the "valid age" was set to a default value of 0 which the code interprets as it not having a valid age set. The correction is to check if the patient has a creatinine value and if there is, it uses the "valid age" variable to check that it's not expired before proceeding to calculate a creatinine clearance. Since the "valid age" variable is set to a value of 0 and not the real valid age of the creatinine value, it passes the expiration check and proceeds to calculate the creatinine clearance with the expired creatinine value.